Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient developed inflammation and an infection at the needle puncture site and under the sensor patch adhesives. Prior to sensor insertion the area was prepped with soap and water. The patient consulted a physician at a clinic who prescribed an unspecified oral antibiotic medication (5 mg, three times a day for seven days). The photos of the skin reaction in the complaint record were reviewed. The photo shows a healing skin reaction that consists of redness, inflammation, and a scab at the needle insertion site, along with redness and dry skin within the sensor patch and overlay patch perimeter. The photo confirmed the skin reaction. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.